Manufacturer narrative:
Concomitant medical devices: product ID: 3888-28, lot# l44801, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3888-28, lot# l44801, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
A consumer reported that their leads moved in 2001 or 2002 and their electrodes were re-done. There were no symptoms reported with this event. The indication for use was chronic intractable pain in the trunk and limbs. Should additional information be received, a follow up report will be sent out.